Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after accidentally consuming a regular pie slice instead of sugar-free and relying on automated correction because the user could not announce meals; the pump alerted for high glucose and delivered correction doses, but glucose remained high for several hours until a subsequent supply change resolved the issue, at which time the caregiver observed the cartridge contained no insulin despite previously being filled and with no visible leakage or infusion set issues. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and successful resolution of hyperglycemia after a supply change. Investigation included troubleshooting and education with follow-up calls and caregiver-led inspection of the infusion set, pump, and cartridge status. Investigation of this case revealed a device delivery issue consistent with an empty or unfilled cartridge or loss of insulin availability without external leakage, leading to ineffective insulin delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.